Event description:
It was reported 'the surgeon had drill guide threaded into (the) plate. He decided to use the drill guide as a handle to bend the plate. Once he put pressure on the drill guide the threads of the drill guide broke off. He was able to get the broken fragments out of the plate and pt. There was no delay in surgery in surgery or injury to the pt reported.'

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.